Event description:
Caller reported potential false negative urine hcg pregnancy test. Urine collected mid-morning on (B) (6) 2010 on a (B) (6) pt resulted negative. Gynecological biopsy performed (no anesthesia administered). Two days later, the pt states her home pregnancy test (brand unk) resulted positive. A serum quantitative test was performed 4 days post-biopsy ((B) (6) 2010) and showed 587miu/ml hcg. No medications. Pt's last menstrual period was (B) (6) 2010. (B) (6) stated on the phone that since hcg concentration increased by 66% every two days, this pt's serum hcg would be estimated at 100miu/ml when you back calculate 4 days to day of procedure. She does not feel hydration status impact would bring the urine hcg concentration below our lod of 20miu/ml. She was very upset since the biopsy performed can pose risk for miscarriage.

Manufacturer narrative:
Investigation pending.